Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other nc trek referenced is filed under a separate medwatch report number.

Event description:
It was reported that during preparation, the protective sheaths of both nc trek 3.25 x 15 balloon dilatation catheters could not be removed. Another device was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided.